Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction during testing while the customer biomed was performing preventative maintenance. There was no pt involvement.